Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with right atrial lead noise. The lead was explanted and replaced. The patient's condition was stable throughout the event and was noted to be fine before, during, and after the procedure.